Manufacturer narrative:
The report refers to product code 972055, jp 500ml epump set, with an unknown lot number. A device history record review could not be performed since the lot number is unknown. One used sample was received outside of the original package. A visual inspection confirmed that the cross-spike connector was detached. The reported condition will be treated as confirmed related to a manufacturing/production process. The root cause and action plan will be documented through a formal investigation corrective/preventative action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the tubing was leaking under the connection of the spike set.